Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight weeks post implant, the implantable cardioverter defibrillator (ICD) system was removed due to sepsis. The source of the infection was determined to be the ICD pocket and antibiotic treatment was necessary. Four months later, a new system was implanted. No further patient complications have been reported as a result of this event.